Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 08/06/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, prior to being revised the patient began experiencing painless squeaking. The patient then felt a loud pop and the began to experience pain. Upon revision the patient's liner was found to be loose within the acetabular shell. 4 of the 6 tabs had sheared off. The patient's femoral head was noted to have eccentric alignment. The head also had metal wear. Noted in the surrounding tissues was a hematoma and metallosis. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The femoral head shows signs of direct contact with the acetabular component. Also noted was the absence of visible evidence of a proper taper lock of the acetabular liner. X-rays were not provided and implant positioning cannot be commented upon. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The DHR review for product code: 122132052 lot code: 638902 was performed to verify all steps were completed and signed for. There were no discrepancies or anomalies discovered during this review and no non-conformances were associated. Medical records were received and reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised due to disassociation and dislocation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.